Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. As noted in the attached risk assessment form, the observed risk level matches the anticipated risk level. Therefore, the overall risk of the system has been maintained an no further investigation is required. The observed occurrence rate was greater than the anticipated occurrence rate used in the evaluation of risk for this complaint. As a result, the following risk file has been updated and released. The cause of the reported issue can be traced to user technique.

Event description:
There is a red light on the robot, and the system camera reported bing bumped.